Event description:
Perclose did not seal artery and c-clamp applied.

Event description:
Add'l info rec'd from MFR 10/1/02: this product is called the "the closer s" and it has a catalog number of: 12359. The lot number is 852636h. The physician was attempting arteriotomy closure with the device. During this procedure there was no tissue capture. A clamp was applied for closure. The facility has not provided any info to co that goes beyond this detail. The inspection of the returned device yielded the following observations. The plunger, suture and cuffs were not returned with the device. There were no abnormal observations with the condition of the returned device. The results of the investigation did not yield any mfg or component defect. The reported complaint was not confirmed. MFR was not able to establish a root cause based on the findings of the investigation. The device history record was reviewed and no deviations were found relevant to this investigation. A review of product surveillance files revealed no other complaints of this nature against the reported lot number. As reported above, MFR inspected the returned device, reviewed the device history record and the surveillance files were also checked. Date received: 6/18/02. The device was returned and it was examined and tested as part of this investigation.